Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that they received motor error alarm. The customer's blood glucose was 227 mg/dl at the time of incident. The customer's mother stated that they were unable to push insulin through the reservoir during plunger push. The customer's mother was advised to assemble a new reservoir. The customer's mother performed fixed prime and the insulin pump did not alarm. The customer's mother was advised that the issue was resolved by a reservoir change. The reservoir will be returned for analysis.